Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation, during cable preparation, the nurse opened packaging from top and the two ends of cable hit nonsterile areas of packaging, the cable was contaminated and replaced. The reported incident is claimed to be due to poorly designed packaging. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device isn't expected to return for laboratory analysis as it was disposed.